Manufacturer narrative:
Continuation of d10: product ID wr9220 lot# serial# (B)(6). H3: analysis of the wireless recharger (s/n: (B)(6)) revealed that no anomalies were visually observed. The device was found to be unresponsive and the patient's complaint confirmed. Led's scroll continuously device is unresponsive. Flash sector read/write protection bits have become set. This report is being submitted as part of remediation activities associated with CAPA 643143, which is addressing MDR reporting guidance from fdas 1995 preamble, which ensures complaints related to corrections and recalls which were previously reported to FDA under 21 cfr 806 are now reported as mdrs, this is not a new malfunction/event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient's external device. It was reported that the caller was with a patient trying to initiate a new recharger. The caller stated that the recharger was placed on the dock to take it out of shipping mode but the recharger never beeped and the power button light did not turn on. The caller tried to connect the recharger application to the recharger by scanning the code but the application showed the not found recharger message. The caller indicated that the recharger battery light was flashing rapidly with each battery segment lighting up in sequence. Had the caller reset by pressing and holding recharger power button for 30 seconds. The caller indicated that the lights turned off and then when the power button was released the battery lights started flashing again. When the recharger was placed on the dock the battery lights were flash ing rapidly. The caller reset the recharger multiple times, but it did not resolve the issue. The issue was not resolved through troubleshooting. The caller will return the recharger and use a second device.